Event description:
It was reported that the patient experienced chest pain, shortness of breath, pleural effusion, pericardial effusion, and cardiac perforation. The right ventricular lead was dislodged and not sensing. Pericardial drainage was performed and the lead was repositioned. The following day, the lead was found to be dislodged and not sensing. The lead was repositioned again and is still in use. It was also reported that an inferior vena cava (ivc) filter was placed. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.